Manufacturer narrative:
The country of origin is (B)(6). Unique identifier (UDI) # (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys il 6 results for one patient tested on a cobas e 411 immunoassay analyzer serial number (B)(4). The questionable results were not reported outside the laboratory. The patient¿s initial result was 14 pg/ml and the repeated result was 139 pg/ml.

Manufacturer narrative:
The customer's calibration and qc recovery were found to be ok. Based on calibration and qc data a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.